Event description:
During a thoracoscopy for lung biopsy procedure, the reload fell out, even though it had been snapped in securely. It was retrieved from pt and put back into the instrument. There was no pt consequence.